Manufacturer narrative:
The device was received with critical pump error and the pump trace download analysis confirmed pump error 35 due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The device was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, peeling end cap address label, moisture damage on motor assembly and corrosion in battery tube.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a critical pump error. They saw a red x on the display. Troubleshooting was performed. The customer¿s blood glucose level was 173 mg/dl. The device will not be returned for analysis.